Manufacturer narrative:
Additional information in b4, d4: expiration date and unique identifier (UDI), g4, g7, h2, h4, h6: methods, results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the anchoring plates would not engage with two cages and were getting stuck in the inserter. The reported complaint could not be verified. The exact cause of this event can't be determine with the available information.

Event description:
It was reported that during the procedure the anchoring plates would not engage with two cages and were getting stuck in the inserter. There was no further surgical or patient information provided. This is report two of three for this event.

Manufacturer narrative:
Additional information in d4 (lot number).

Event description:
It was reported that during the procedure the anchoring plates would not engage with two cages and were getting stuck in the inserter. There was no further surgical or patient information provided. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00071 to 3004788213-2020-00074.

Event description:
It was reported that during the procedure the anchoring plates would not engage with two cages and were getting stuck in the inserter. There was no further surgical or patient information provided. This is report two of three for this event.